Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a power-on-reset (por) had occurred on the patient¿s implantable neurostimulator (ins). The patient met with the manufacturer¿s representative on the day of report and the por was able to be cleared. It was noted that the ins was working fine. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report #3004209178-2015-10032 for concomitant ins system information.